Event description:
It was reported that "28 dec 2023,the package was found broken during inspection. All devices have a sterility breach for sure. The outer box was not damaged." No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that "on (B)(6) 2023,the package was found broken during inspection. All devices have a sterility breach for sure. The outer box was not damaged." No patient involvement reported.